Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation revealed that the dicom filter settings appeared to be too broad. The customer determined to work with their in house it department to evaluate and change filter settings. At this time no conclusion can be drawn as conclusive repair information is unavailable.

Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.